Event description:
It was reported to covidien on 3/12/2012 that a customer had a closurefast catheter, 7f, 60 cm procedure. The customer states that pt was treated with rf on (B)(6) 2011 and admitted into the hosp (B)(6) 2012 with a pe. The pt had a f/u scan on (B)(6) 2012 and no dvt ws present.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.